Event description:
It was reported by boakye et al in a publication entitled "anterior cervical discectomy and fusion involving a polyetheretherketone spacer and bone morphogenetic protein" (j. Neurosurg: spine 2: 521-525, 2005) that a pt underwent an acdf procedure using a cervical plating system, a peek interbody device, and rhbmp-2/acs. The pt died four weeks postoperatively of medical complications including sepsis and respiratory distress. This pt presented initially with quadriparesis following a motor vehicle accident. He suffered spinal cord injury and severe multisystem injuries as well as long bone fractures.

Manufacturer narrative:
We are unable to determine the definitive cause of the reported event. We are filing this report for notification purposes.